Event description:
The dealer called in stating, she had a picture of a broken part on a wheelchair but she wasn't sure how it broke. After speaking to tech, they determined the broken part is the center seat frame.